Event description:
We received a complaint about setscrew migration (cpt-4165) from france. According to the information we received, the patient initially underwent an l3-l5 arthrodesis with cemented screws (exact date of the procedure pending confirmation). During the one-year follow-up, on (B)(6) 2025, the patient reported pain without any history of falls, trauma, or unusual physical activity. Imaging performed at that time revealed migration (or loosening) of three setscrews at the implant site. A revision surgery was performed on the (B)(6) 2025 to correct the issue (replacement of all the components). Since this revision procedure, the patient's condition has been favorable, with resolution of pain and no complications reported to date. We report this case to the FDA because this implant is on the field in the USA.

Manufacturer narrative:
After receiving the complaint, the manufacturing and quality control documents were analyzed. It was observed that the raw materials and production processes conform to the specifications. No deviations were observed during the manufacturing process. (B)(4) units from this batch were manufactured in april 2024, and (B)(4) units have already been implanted without any issues. This is the first complaint we have received for this batch. We received all the implants from the assembly that was completely removed, i.e., 6 set screws, 6 screws, and 2 rods. All the components were returned mixed up, so it is not possible to know which are the migrated setscrews and the associated screws. All setscrews come from the same batch. The r&d team therefore inspected all the 6 setscrews and the 6 screws: one screw clip was axially turned: this might happen during the unscrewing of the implant which was already cemented. Two setscrews present a breakage or damage of one thread at least one screw has scratches/marks on the thread, which could be consistent with cross-threading. The r&d team conducted tests to intentionally reproduce a cross-threading scenario using a romeo 2 screw and a setscrew. The damage patterns and the marks observed on the pedicle screw head threads were consistent with those reproduced during testing. The r&d and manufacturing teams confirmed that these traces are very unlikely coming from the manufacturing process. The quality control team also confirmed that these traces would have been detected during the visual control. Based on these results, the team's main hypothesis is that at least one setscrew may have been inserted under cross-threading conditions, potentially due to an unintended use error. However, no clear root cause could be established to explain the migration of the remaining setscrews. Tthis cpt is confirmed but no clear root cause was determined. Since the launch of the product, (B)(4) setscrews have been implanted and three complaints from the field have been registered. It represents (B)(4) of issue occurrence. The rate is very low. Therefore, we close this case as it with no further action.